Event description:
A customer reported to baxter corporate product surveillance of a three way standard bore stop cock in which a leak was observed. According to the report, the stopcock cracked when infusing propofol about 14 hours after the initiation of patient therapy. The facility was not aware that it is not recommended (per label copy) to use lipid based medications with the three way standard bore stop cock. There were no reports of patient injury, adverse events, or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Three actual samples were returned to the manufacturing plant for evaluation. The samples were received contaminated with blood, in a biohazard bag. Visual inspection was performed on the samples. Visual inspection revealed two of the three units had a crack in the fluid path port. The samples were then assembled and the stopcock was rotated with a twist rotation. The units failed the functional test because a leak was observed. Therefore, the reported condition was confirmed in the two samples with a crack in the fluid port path. A label review found that the directions state: not recommended for use with lipids. Hence, the assignable root cause was attributed to off label use/ user error. Additional information: this issue is being investigated through CAPA.